Event description:
It was reported that while in the ICU, the md inserted a sheath via left femoral artery. The tech prepped iab per instruction; however, while using the 60 cc syringe the one-way valve came apart upon pulling on the syringe. The one-way valve was "put together" and another try was made to pull a vacuum, but the one-way valve came apart again. The tech removed iab from the tray and md tried to insert iab through the sheath. Iab could not be advanced through sheath and as a result, a second iab was used to complete the procedure. The patient expired. In 2007 follow-up: the patient's death was not attributed to the product.

Manufacturer narrative:
Follow- up report will be filed if additional information becomes available.